Event description:
Home patient (hp) reports leak in pt line tubing of two homechoice sets, at cassette and tubing interface. Baxter tech assisted hp in ending treatment and restarting with new supplies with each occurrence. No pt injury or medical intervention required per hp.